Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. Patient described the area as open and itchy . There was no alleged device malfunction contributing to the irritation. It's unclear if the patient received medical intervention. Reporting out of the abundance of caution. Outcome of the irritation is unknown.